Event description:
The manufacturer received information alleging an issue related to a simplygo device involving a thermal product malfunction. There was no report of patient harm or injury, and there was no report of medical intervention. The device was returned to the third-party service center, and the service center found unit doesn't turn on (operating hours and software version couldn't be read). Pca is burned. Sieve canisters are worn out. Inlet filter needs to be replaced due to preventive maintenance. Due to the alleged malfunction, the device was forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation.